Event description:
Potential for injury associated with a faulty right motor causing the chair to go around in circles. This event causes erratic movement and may cause injury to the user or bystanders.